Event description:
It was reported that when the device was used during a laparoscopic colectomy procedure, the device would not cut the tissue smoothly. Opened another device to complete the case. There was no consequecne to patient.